Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: product ID d284drg implantable pulse generator, implanted: (B)(6) 2010; 4076 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos). The electrogram source was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.